Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a golf ball sized knot that ached and burned. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to remove the lifevest and apply neosporin and green tree oil for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.